Manufacturer narrative:
H10 h2: additional information: a2, a3, b5 and h6: health effect - impact code.

Event description:
It was reported that during an acl, the surgeon felt like a drill flexible endoscopic cannula was going to break; after he drilled, in fact the device broke in half. A back-up device was opened and the same issue happened with a second drill flexible. All broken pieces were retrieved from the patient with a pituitary. Surgery resumed after a non-significant delay of less than 30 minutes with the third opened device, no voids were left in the patient whose bone quality was healthy and his health was not affected. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl, the surgeon felt like a drill flexible endoscopic cannula was going to break; after he drilled, in fact the device broke in half. A back-up device was opened and the same issue happened with a second drill flexible. Surgery resumed after a non-significant delay of less than 30 minutes with the third opened device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.